Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy magnet was no longer stimulating his generator as it once did, and that he believed that the magnet may be cracked. Replacement magnets were shipped to pt and follow-up with the pt's physician revealed that the magnets are now properly initiating a stimulation with the pt's pulse generator. Magnet in question will not be available to MFR for product analysis.